Manufacturer narrative:
Block b3: exact date unknown, event occurred in october of 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had spasms due to stimulation. The patient underwent ipg explant procedure and the explanted device was kept by the facility.